Event description:
It was reported that the device lost power during pm testing even though the battery was full. There was no patient involvement and harm. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. Based on the results of the investigation, the reported complaint could not be confirmed. The dso seal was replaced and the device passed all testing.